Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the leak occurred after 1564ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n137 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n137 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Review of the customer provided photographs confirmed that the recirculation pump loop/black stripe tubing had disconnected from the t-port. There is blood visible on top of the pump deck. The tubing leak from the bond port indicates the solvent bond joint was insufficient. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pto leak is confirmed based on the photographs provided; however, a definitive root cause could not be determined based on the available information. Training was completed at the manufacturing facility on 13-jan-2025 with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4), on (B)(6) 2025.